Event description:
It is reported that the pt was reviewed for aseptic loosening of the acetabular component.

Manufacturer narrative:
Eval summary: no product was returned for eval. Based on the info provided, a definitive cause for the aseptic loosening of the acetabular component cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.